Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 10dec2020.

Event description:
It was reported to philips that the screen goes blank and the unit continues to operate with blank screen. The device was in use at the time of the event. The ventilator was swapped out and there was no patient impact or harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer reported that the screen goes blank and the unit continues to operate with blank screen. The customer stated that the power button would not respond to power the unit off. There were no errors noted in significant event log. The customer stated that just the screen goes blank, but that the unit continues to ventilate and the unit just alarms. When the customer disconnects the patient, the air stops from circuit. The customer had to disconnect the battery to get the unit to power off. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The field service engineer replaced the power management board to resolve the reported issue. The device returned to functionality and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.